Manufacturer narrative:
Product analysis: the device was returned for analysis. It was determined at analysis that the ventricular output connector and the main seal were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis.